Event description:
Small bowel injury found 10 days after surgery requiring laparoscopic surgical repair and intravenous antibiotics, small bowel with small round injury attached to the uterus, novasure endometrial ablation on (B)(6) 2010, along with tubal ligation, suspect cautery injury from the novasure to the small bowel which did not manifest initially. Diagnosis: menorrhagia.